Manufacturer narrative:
(B)(4). Medical products-nexgen femoral catalog#00575001505 lot# 62815917, nexgen patella catalog#00597206529 lot# 62617062, nexgen articular surface catalog#00595202110 lot# 62768580, nexgen tibial catalog#00598002702 lot# 62814533. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 03709, 0002648920 - 2017 - 00365, 3007963827 - 2017 - 00229.

Event description:
It was reported that patient was revised due to pain approximately 3 years post implantation. The femoral, articular surface, and patella were all removed and replaced.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.